Manufacturer narrative:
The device in question was returned to the manufacturer on march 5,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during an inguinal hernia procedure, there was an error message restart endoscope system. The procedure was delayed about 30mins. No harm to patient, user or third occurred. Cross reference MDR: 9610617-2025-00033.

Manufacturer narrative:
Result of investigation: for product 26605aa no conclusion can be stated because no product return. The IFU lza705_en_v4.3_IFU_ce-MDR is stating that the product can fail during use clearly in section 3.8, page 10 (see labeling review for reference). The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).